Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the pump hit end of service (eos) on (B)(6) 2011. Health care provider (hcp) believed there was a catheter complication as the pt was on a high dose but did not go through withdrawal. Logs showed pump hit elective replacement indicator (eri) on (B)(6) 2011 and pump replacement date of (B)(6) 2011. The drug infused was compounded baclofen 4000 mcg/ml with catapress 1000 mcg/ml concentration, daily dose 1851 mcg baclofen per day with 462 mcg catapress per day. It was later reported that in (B)(6) 2011, when the pump was interrogated, it showed 1 month eri left from (B)(6) 2011. The pt's managing physician was concerned that the pump needed replacement or pt needed to be titrated down to prevent severe baclofen withdrawal. However, the pt's caregiver chose to wait to make a decision because the pt had other health issues. On (B)(6) 2011, the pump was re-interrogating, and the programming showed eos (B)(6) 2011. On (B)(6) 2011, when the pump was re-interrogated, it showed that eos occurred on (B)(6) 2011, and not (B)(6) 2011 as stated on the previous programming. The pt reported no signs of withdrawal, although the caregiver had been giving oral baclofen, 10mg tid for "a little while now/at least a few weeks." On (B)(6) 2011, the pt exhibited signs of "pretty intense muscle spasms", however, the pt and the caregiver said that "he always has spasms." On (B)(6) 2011, the doctor opened the pump pocket, disconnected the catheter from the pump, and tried to withdraw cerebrospinal fluid (csf) but was not able to aspirate any fluid. Also, the inside of the catheter at the connection point looked "rusty." The doctor then chose to completely replace the catheter and implanted a brand new pump, filled with 2000 mcg/ml concentration lioresal, and started the new pump at a daily dose of 100 mcg day.